Event description:
It was reported that during a lobectomy, the device jammed at the 5th clipping. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received with the jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.